Manufacturer narrative:
A2: patient age not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient noticed on their mobile power unit (mpu) that there was no power supply from the mpu. There weren't any indications on the device with power cable connected to supply. There was no active power indicator on the mpu and a no external power alarms when connected to the system controller. The mpu did have a v-lock connector on the ac power cord and the mpu did not come loose from the wall outlet nor the back of the mpu; the wall outlet was noted to have been ok. There were no environmental circumstances that would have affected ac power at the time of the event. The cable and connections were checked and the mpu was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no power supply from the mobile power unit (mpu) was unable to be confirmed. The heartmate mobile power unit (serial number (B)(6)) was unable to be returned for analysis due to a no-export policy at the russian federation. Per the provided information, when the mpu was connected to power, there were no active power indicators. No external power alarms would remain active on the system controller when connected to the unit. It was stated that the mpu has a v-lock connector, the alternating current (ac) power cord did not come loose, and there were no environmental circumstances that would have affected ac power. The patient was given another mpu to use. No photos, log files, or additional documents were submitted for review. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use (IFU) section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including no external power alarm conditions, and the actions to take if the alarms cannot be resolved. The heartmate 3 patient handbook section 10 ¿safety checklists¿ instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. Heartmate 3 instructions for use section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.